Event description:
The customer reported that the unit unexpectedly shut down during testing and then failed to power up completely.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.